Event description:
It was reported the physician was unable to implant the lead during a permanent procedure. Subsequently, the physician electively abandoned the case without any further incident.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.